Manufacturer narrative:
No additional information can be provided by the account.

Event description:
According to the reporter, the surgeon is making a jejuno ileal anastomosis with a tri-staple reload and for this he has to retract the trocar due to space limitation. During this to reload and in particular the articulating point gets in contact with the patient's wall and tissue appears after the procedure with the articulation point.

Manufacturer narrative:
(B)(4)